Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 4/01/2024. Medsun report # (B)(4).

Event description:
User facility medsun # (B)(4): "perclose device failed to deploy" no additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Review of the production records and corrective and preventive actions (CAPA) reviews were not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correcton: device available for evaluation updated from yes to no.